Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connector had connection issues. The following information was provided by the initial reporter: we have had a quality issue reported from the ER. No one else has reported anything but I still wanted to send it your way just in case there have been other reports to bd. I have copied their statement below. "Has anyone complained about the maxiplus connector (mp1000-c) or the bd posiflush saline flush (306547)? I have 2 lot numbers for the maxiplus mp1000-c that will not stay connected to the saline flush and two lot numbers for the saline flush. I cannot tell which one is not functioning properly due to limited lot numbers. When connected together, the maxiplus will actually unscrew itself from the saline syringe. This is the first notification from staff that I have received on this issue." Mp1000-c - lots 25125311, 25115892.